Event description:
It was reported via trial that approximately 2.5 months post xience v stent implantation in the distal right coronary artery (drca), the patient expired. Reportedly, on (B)(6) 2009, the patient collapsed, resuscitation was attempted but it was unsuccessful and the patient was pronounced dead at the scene and not transported to the hospital. Per family's request no autopsy was performed. The primary cause of death per the death certificate was arteriosclerotic cardiovascular disease with end stage chronic obstructive pulmonary disease (copd) as the contributory cause. Additionally, the death may have been caused by possibly late stent thrombosis. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Thrombosis and death are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.